Event description:
It was reported that the device had an error 1871. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Event history was not available to review. Primary reported problem was verified. Found device was displaying "1871" error code alarm message when priming the motor. Faulty motor caused the issue. Replaced motor to correct the issue. The device passed all functional tests after the repair.